Manufacturer narrative:
A ge service rep performed an onsite investigation. The system software and calibrations were evaluated and reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the sys exhibited collimation errors. Further info from the field svc engineer identified that the collimator was coned down without command. No pt serious injury or death was reported related to this event.